Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2012 at 7:00am. The patient stated that she manages her diabetes with oral medication, 10mg of glyburide, diet, and exercise and fifteen minutes later, took her usual dose of medication in response to the reported issue. One hour after the alleged issue occurred, the patient claimed to have developed symptoms of being "shaky" but denied receiving any treatment in response to the symptoms. The cca noted that the battery needed replacement. The cca advised the patient to replace the battery. No replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.